Event description:
Patient with history of biolateral staghorn renal calculi underwent outpatient renal lithotripsy. One-third of way into procedure, the operative sheath sheared off & sheath lost in operative site. Retrieved by surgeon and hand held to complete case.